Manufacturer narrative:
Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. Unit received with broken reservoir tube lip. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer had cracks on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the location of the cracks were at the rim of the reservoir compartment, the casing and another on the screen of the insulin pump. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.